Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2005 and that several subsequent revision procedures were performed due to recurrent dislocations and to correct leg length issues. A review of invoice history confirmed the following revision procedures occurred: on (B)(6) 2011, the modular head and acetabular cup were removed and replaced. The modular head and femoral cone body were removed and replaced on (B)(6) 2013. The modular head and femoral modular calcar were removed and replaced on (B)(6) 2013. The femoral calcar and modular head were removed and replaced with custom implants on (B)(6) 2014.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-02085/02089).